Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 15 cm distal to the is-1 connector pin. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed that the insulation was found squeezed and damaged 37 cm distal to the is-1 connector pin. The insulation damage in this area was consistent with a crushing type of movement. Due to the location and type of damage, analysis determined it was likely caused by entrapment in the clavicle first-rib region. Furthermore, in the distal end region of the lead, the insulation was found rubbed through and the conductor cable leading to the ring electrode fractured. Based on the characteristics of these damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Additionally, the fixation helix and rv shock coil were found deformed. These deformations probably resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This rv lead was explanted due to fracture with noise. No adverse patient events were reported. Should additional information be received, this file will be updated.